Manufacturer narrative:
The customer has confirmed that they have had no further issues.

Event description:
The customer reported that they received erroneous results for one patient sample tested for ion selective electrode (ise) sodium, ise potassium, and ise chloride. The patient sample, which had been processed on a pre-analytics system, initially resulted as 164 mmol/l for ise sodium, 5.3 mmol/l for ise potassium, and 122 mmol/l for ise chloride. The ise sodium test was repeated on the sample and the result was the same, so the initial results were reported outside of the laboratory. The specific ise sodium repeat result was not provided. The patient was sent to the emergency room. A second sample from the patient was then tested on an istat analyzer where it resulted as 135 mmol/l for ise sodium, 3.8 mmol/l for ise potassium, and 100 mmol/l for ise chloride. The results from the second sample were believed to be correct. On (B)(6) 2014, the original sample tube was repeated on the original c501 analyzer and resulted as 139 mmol/l for ise sodium, 4.2 mmol/l for ise potassium, and 101 mmol/l for ise chloride. The patient was admitted to the emergency room based on the initial results. After additional testing was performed in the emergency room, the patient results were found to be normal. The patient was then sent home. No adverse events were alleged to occur with the patient due to being admitted to the ER. The ise sodium electrode lot number was d87 with an expiration date of 08/31/2015. The ise potassium electrode lot number was l85 with an expiration date of 09/30/2015. The ise chloride electrode lot number was q94 with an expiration date of 08/31/2015. The field service representative could not determine a cause. He checked the ise system. He observed that the sipper probe appeared to be worn and that there was a salt bridge on the reference cartridge. He replaced the sipper probe, pinch tubing, and sipper tubing. He cleaned the ise cartridge. He ran an ise check and the results were good. He ran precision studies and this was good. The customer ran calibration and quality controls; these were good. A specific root cause could not be determined based on the information provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.